Manufacturer narrative:
This case, with patient identifier (B)(6), is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 15 minutes: 25 mg/dl and 116 mg/dl.